Event description:
It was reported that the patient presented with superfluid wound infections. It was noted that the patient was given augmentin. The patient outcome was unknown and the event was closed (B)(6), 2006.

Manufacturer narrative:
Product ID 3095-10, serial# (B)(4), implanted: 2006-(B)(6), product type extension, product ID neu_unknown_lead, (B)(4),

Manufacturer narrative:
Concomitant products: product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3093, lot # unknown, product type lead correction. (B)(4).